Event description:
It was reported the patient ((B)(6) experienced ineffective stimulation. Diagnostics indicated impedance issues. Reprogramming was initially able to provide therapy, however stimulation was later disabled due to the impedance issue. Surgical intervention was undertaken and the system was explanted.